Manufacturer narrative:
The immucor field service engineer (fse) obtained test well images from the customer site that were then given to immucor technical support to assess the test well images in question, which appeared as visually negative for blood sample (B)(6). For blood sample (B)(6), some of the unexpected test well images were visually weakly positive. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported, on behalf of a customer site, an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2018, which led to a transfusion reaction.